Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had to call the ems multiple times due to low blood glucose. Customer's blood glucose was unknown. Customer had reverted to her old device. Customer was unable to troubleshoot at time of call due to the device was not present. Customer will not be returning the device for analysis.